Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Found no delivery alarms during testing. Successfully downloaded pump history files and traces using thump software. Pump delivered 27 bolus deliveries on the event date of 12/28/2024 at 01:04:27.000 to 20:22:29.000. Pump alarmed no delivery alarms on the event date of 12/28/2024 at 00:38:00.000 to 20:21:49.000 during bolus and basal deliveries. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset within specifications (22.930 mv). The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported blood glucose value of 347 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1880, mmt-399a. Troubleshooting was performed. The customer had tried all remedies or did not want to troubleshoot for recurring alarms. No further patient complications were reported. The customer would discontinue to use of the devices, mmt-332a was requested and the customer response was the device would be returned. Mmt-1880 was requested and the customer response was the device would be returned. No product return is required for mmt-399a.